Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 354.6770. There was no patient involvement.

Manufacturer narrative:
The reported problem was confirmed. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced pressure sensor, front cover, rear case, left & right iui connector, shaft seal, and barrel clamp. Performed calibration. Based on the findings, service determined that the proximate cause of the reported issue was due to press disk sensor fault of the assy pressure sensor. A review of the device history record showed the device had a manufacture date of 10 dec 2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed, which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device received an alarm - error code message. The error code displayed was 354.6770. There was no patient involvement.